Manufacturer narrative:
We are at this point in time engaged with info gathering. When all that can be received is received and evaluated, the results of the investigation will be the subject in a follow-up report.

Event description:
Our affiliate is reporting that sometime in 2008, a pt underwent a knee repair with the use of rigidfix, biointrafix screw and sleeve as well as some ethibond suture for the fixation devices. On the following month, 2 wks subsequent to the repair, the pt presented with a knee infection which translated to high fever and a considerable amount of pus. The pt was hospitalized for 1 day to address these issues. Culture results and pt status will be forthcoming. Also our affiliate tells us that the facility's sterilization practices for instrumentation are in question. They are using "hydrogen peroxide" and "manta 1" for sterilization of their instruments. The "manta" is some sort of wrap which is a requirement towards proper sterilization, however it is a manta 2 which is the considered requirement by the country's health authorities, and they are using the lesser or less sufficient level 1 to perform the task. Also see associated mdrs 1221934-2008-00179, 1221934-2008-00180, 1221934-2008-00181, 1221934-2008-00182, 1221934-2008-00183, 1221934-2008-00185, 1221934-2008-00186, and 1221934-2008-00187.